Manufacturer narrative:
Manufacturer narrative: updated sections: b5, b7, g3, g6, h6 health effect - clinical code, device code(s), and type of investigation. Intermediate, or late endocarditis (greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 10 months and 27 days due to severe aortic insufficiency and endocarditis (mrse). The explanted valve was replaced with a 21mm 11500a valve. Per medical records, the patient presented with heart failure exacerbation nyha class 3. Tee on (B)(6) 2024 with severe prosthetic perivalvular al with possible abscess or valvular dehiscence, and prosthetic av endocarditis. An emergent surgery was attempted on (B)(6) but was aborted due to bleeding and low platelet count. The surgery was re-attempted on (B)(6). The patient underwent redo-avr with 21mm inspiris valve with a reconstruction of the aortic root/annulus, and mvr with 33mm mitris valve, iabp and ECMO placement. The patient was transferred to the cardiac intensive care in critical but stable condition.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 10 months and 27 days due to unknown reason. The explanted valve was replaced with a 21mm 11500a valve. The patient was in recovery post procedure. Concomitantly the patient underwent mvr with a 33mm 11400m. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.